Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 251 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and unable to clear the alarm. Customer stated that the insulin pump button was not press for 3 minutes or longer. Customer also reported to have experienced a high blood glucose of 251 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08735 inches. No damage or moisture damage on keypad assembly, unlocked j1/pcb 1 keypad connector, or stuck button alarm noted during testing. The pump was received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.